Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The facility reporter indicated the patient was born in (B)(6). The patient was described as (B)(6) weight. The device was discarded at the facility. A device can be difficult to remove due to a number of factors including, but not limited to tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. The lot number was not identified; therefore, the lot history record was not reviewed and a query of the complaint-handling database was not performed. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a non-calcified common femoral artery after a diagnostic procedure. Reportedly, all deployment steps were completed, the clip fired, but the device could not be removed from the patient's groin. The device safety features were used and the device was successfully released. The clip achieved hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.